Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of both returned smart coils revealed the embolization coil winds were offset. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, damage such as this may occur. While advancing the first smart coil through a demonstration microcatheter, resistance was encountered as the coil was advanced past the hub of the microcatheter and the smart coil could not be any further. While advancing the second smart coil through a demonstration microcatheter, resistance was encountered as the offset coil winds anchored inside the introducer sheath causing the embolization coil to snake and the smart coil could not be advanced any further. The offset coil winds likely contributed to the reported resistance and prevented the smart coil from being advanced through the hub of the non-penumbra microcatheter. Further evaluation of the second returned smart coil revealed that the pusher assembly was kinked. This kink likely occurred due to forceful advancement against resistance. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01262.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician experienced resistance and was unable to advance two smart coils out of their introducer sheaths and through the hub of the non-penumbra microcatheter and, therefore, the smart coils were removed. The procedure was completed using new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.